Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the IV tubing set separated at the upper fitment of the silicone segment. Additional information requested, but was not received.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer complaint of set separated from the upper fitment was confirmed. A photo provided by the customer shows that the tubing was completely separated from the upper fitment from both pumping segments. The root cause was not identified as no product was returned.

Event description:
It was reported that the IV tubing set separated at the upper fitment of the silicone segment. Although requested, there has been no impact to patient response or additional event information made available to date.